Event description:
The customer reported a thirty milliliter leak of diluent on the coulter lh 500 hematology analyzer when tubing came off of the blood sampling valve (bsv) during instrument startup. The leak was not contained within the instrument and spilled out onto the counter and down onto the floor. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched for this event as the issue was resolved via customer troubleshooting. The customer reinstalled the length of tubing to the blood sampling valve (bsv) thereby resolving the issue. The instrument was returned into operation. The cause of the event was disconnected tubing at the bsv. No discrepant results were generated for this event, however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).